Event description:
It was reported the customer had blood at site. Customer stated blood was squirting out from their sensor site. The customer's blood glucose was 47 mg/dl. Customer corrected their blood glucose with carbohydrate intake. The customer did not want to troubleshoot and requested a replacement sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis is not required and we are unable to duplicate the reported issue of an insertion needle anomaly due to the insertion needle was not returned with the sensor.